Event description:
The customer reported an altitude alarm in the past. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with tips for preventing future altitude alarms, which the customer understood and acknowledged.